Event description:
It was reported 7 days post implantation, this lead exhibited low pacing impedance values less than 100 ohm. The physician decided to change the lead. The lead was removed but not yet returned.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed approx. 24.5 cm distal to the is-1 connector pin in the region of the suture sleeve deformations of the outer conductor coil. In this region the insulation was damaged. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. At this position, cuts in the insulation were found which occurred most likely during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.